Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data log was not provided or could not be retrieved from the remote server. The cause of the injuries, low blood pressure/hypotension and acute kidney failure could not be determined due to insufficient clinical details. The root cause of pump suction, retrograde pump flow and optical sensor issues could not be determined without returned product investigation and sufficient clinical information, including data logs. For the access site hemorrhage/bleeding, clinical details indicate multiple instances of oozing and bleeding at the axillary artery access site throughout support. Initial oozing was noted on (B)(6) 2025, with further episodes requiring transfusion of blood products and repeated clinical interventions. Perclose sutures were tightened and pressure dressings applied as bleeding recurred. On (B)(6) 2025, persistent oozing during device removal required multiple balloon inflations and ultimately placement of a covered stent, after which the bleeding was controlled. While bleeding appeared to be managed with these interventions, it is not clear from the available details whether the bleeding was fully resolved or if there were any lasting complications. The cause of the access site adverse event issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
Clinical assessment: a sixty-eight-year-old female with a history of sarcoidosis in remission experienced an out-of-hospital cardiac arrest. Cardiopulmonary resuscitation was performed by her spouse for approximately twenty minutes until emergency medical services arrived. She was found in ventricular fibrillation, resuscitated, intubated, and transported to the hospital. Diagnostic testing revealed an inferior-lateral st-segment elevation myocardial infarction, multivessel coronary artery disease, an ejection fraction of 15 to 20%, and rising lactate levels. Due to hemodynamic deterioration despite multiple medications to support blood pressure and heart function, an intra-aortic balloon pump was placed. When circulation remained unstable, the clinical team elected to implant an impella cp through the right axillary artery. Day 1: after transfer to the intensive care unit, repeated low-flow and suction alarms were reported during periods of low pulsatility. The intra-aortic balloon pump timing was temporarily adjusted, which improved impella blood flow. Mild bleeding from the axillary access site was first observed and monitored. Day 2: overnight the patient developed worsening anemia with a hemoglobin level of 7.4 grams per deciliter. Two units of packed red blood cells were transfused. Continuous renal-replacement therapy was initiated due to acute kidney failure and increasing metabolic waste products. She continued to require medications to support heart function and blood pressure. Day 3 and day 4: the patient remained on impella support, intra-aortic balloon pump support, continuous renal-replacement therapy, and mechanical ventilation. Recurrent access-site bleeding required repeated clinical reassessment. The physician tightened the perclose closure sutures and applied reinforced pressure dressings and a safeguard compression device, after which the bleeding temporarily improved. Day 5 ¿ high-risk percutaneous coronary intervention and explant: the patient underwent high-risk percutaneous coronary intervention. The impella cp was reduced to low support during the procedure. Coronary balloon dilations and several drug-eluting stents were placed in multiple coronary vessels. Following intervention, the impella cp was gradually weaned and removed. Significant persistent bleeding occurred from the right axillary artery during removal. Multiple balloon inflations were attempted but bleeding continued, resulting in the decision to implant a covered vascular stent, which successfully controlled the bleeding. A pressure dressing was applied, and the patient was returned to the intensive care unit. Outcome: the patient survived the procedure and remained on supportive therapy. Impella support was successfully discontinued.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in st elevation myocardial infarction (stemi)/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to the hospital on (B)(6) 2025 following a witnessed cardiac arrest with 40 minutes of total resuscitation before achieving return of spontaneous circulation. The patient was intubated by emergency medical services and was found to be in ventricular tachycardia upon their arrival. Upon admission, a 12-lead electrocardiogram revealed an inferior lateral stemi, and subsequent cardiac catheterization confirmed multivessel disease with a severely reduced ejection fraction (ef) of 15¿20%. Although the cardiothoracic surgery team declined surgical intervention, the patient was stabilized with an intra-aortic balloon pump (iabp) at a 1:2 ratio and multiple vasopressors. Neurologically, the patient had intact brainstem reflexes but remained non-responsive to commands, prompting the initiation of targeted temperature management (ttm), which reached its goal the following day. It was noted that the patient had an elevated lactate of 9.3, unsuccessful bedside swan-ganz catheter placement, and continued mechanical ventilation as the team prepared for rewarming the next day. The decision was made to implant an impella cp and the patient was transferred to the cardiac catheterization laboratory. An impella cp was prepped and inserted via the right axillary artery without complications. After support was initiated, the patient¿s iabp was placed on standby to assess if continued support was needed. The patient became increasingly less pulsatile with the impella cp at performance (p) level 5 with mean arterial pressures rapidly declining. The iabp was placed back at 1:1 and pressors were restarted. There were frequent suction alarms and retrograde flow alarms from the impella cp on the automated impella controller. The iabp was adjusted to 1:2 and the patient was transferred to the intensive care unit (ICU) for continued management. After arriving to the ICU, it was reported that there were continued suction alarms from the impella. The iabp was temporarily turned down to 1:4 and augmentation to 66% which resulted in decreased suction alarms and increased flows on the impella. Oozing was noted at the impella insertion site and the physician was notified and discussed tightening the perclose sutures, however no intervention was performed at that time. On support day 2, the suction alarms were reported to have continued overnight and additionally, there were placement signal low alarms. An echocardiogram was performed to confirm impella placement. The patient¿s hemoglobin dropped to 7.4 g/dl overnight and the patient was transfused with 2 units of packed red blood cells. It was noted that when the patient¿s sedation was paused the patient was able to follow commands and the patient was being rewarmed following hospital protocol. The patient¿s fibrinogen was measured to be in the 130s md/dl and the patient was to be transfused with a unit of cryoprecipitate and a plan was made to restart heparin therapy. On support day 4, the patient was transfused with one unit of platelets, 1 unit of packed red blood cells, and 1.5 liters of albumin. On support day 5, it was noted that the impella access site was oozing. The physician tightened perclose sutures and applied pressure dressing. The patient was placed on continuous renal replacement therapy to help the patient¿s kidneys recover. On support day 7, the patient was weaned down to performance level 2. It was noted that the patient received an additional two units of packed red blood cells. The patient was brought to the cardiac catheterization laboratory for a high-risk percutaneous coronary intervention (pci). Following a successful pci, the impella was weaned and explanted. Following explant, the impella access site at the axillary artery continued to ooze. Multiple attempts with balloon inflations did not achieve hemostasis. A covered stent was placed, and pressure dressing was applied to achieve hemostasis.